Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was fatigue and worn to the filament; however, no leaks were present. The pump was functionally tested and failed the activation test (2), deflation test (2) and valve active state test. The ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir has wear at a fold in the reservoir shell; no leak was found in the reservoir shell. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had leaks in the proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Both cylinders had wear at fold in cylinder body. Both cylinders were not pressure test due to leak was identified. The product record review indicated that the reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) pump due to patient dissatisfaction and the pump not working correctly. A patient outcome was not reported.